Manufacturer narrative:
References the main component of the device system the relevant components include: product ID 8709, serial# (B)(4), implanted:(B)(6) 2003, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, product type catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 25 mg/ml morphine at a dose of 4.25 mg/day via an implantable infusion pump for non-malignant pain. It was reported that a catheter revision was planned for the afternoon of (B)(6) 2017 as troubleshooting/intervention a dye study was done on (B)(6) 2017 but the hcp could not aspirate the catheter. The patient's previous pump before replacement on (B)(6) 2017 worked fine but the patient thought their current pump was not working as the therapy effect was not the same. The pump was set to minimum rate after the dye study. The patient reported that her pain had returned. No further complications were expected or anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-apr-14. It was reported that the cause of the inability to aspirate the catheter was not determined. The inability to aspirate the catheter and the patient's pain had been resolved. The patient's weight at the time of the event was unknown.